Event description:
The patient had a left total joint in place for over 6 years. When the joint was explanted and analyzed, a linear fracture on one margin was found on the fossa-eminence prosthesis.

Manufacturer narrative:
The review of the explanted device by tmji found that all of the measurements were within the normal specification including the thickness. The event and the device was reviewed by dr. A few points that need to be considered for these events are: possibility of trauma, unusual anatomical placement of the device with articulating surfaces in contact more anterior than normal. Some variable occlusal temporomandibular joint change of relationship which would contribute to unusual load bearing on the fossa margin, unusual masticatory forces in a male which might have lead the surgeon to recommend custom implants. See scanned page.